Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint of valve calcification was confirmed based on medical record. As reported, ''the patient presented with severe symptomatic aortic stenosis under general anesthesia, the patient had an explant of the 23mm sapien 3 valve and aortic valve replacement. The pathology report from the day of explant found calcified fibrous tissue. Patient history also noted patient prosthesis mismatch since the time of initial tavr implant.'' Available information suggests that patient factors (hyperlipidemia, diabetes) likely contributed to the event as the patient had vast comorbidities (e.g. Htn, hld, dmii, cad, etc.). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. For the complaint of patient prosthesis mismatch, per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of bioprosthetic heart valves. The IFU warns that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). In addition, it cautions that residual mean gradient may be higher in a ''thv-in-failing prosthesis'' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. The valve academic research consortium-3 (varc-3) defines nonstructural valve dysfunction (nsvd) as any abnormality, not intrinsic to the prosthetic valve, resulting in valve dysfunction. Examples include paravalvular regurgitation, leaflet entrapment by pannus, prosthesis-patient mismatch (ppm), and inappropriate positioning or sizing. Prothesis-patient mismatch (ppm) refers to structurally and functionally normal prosthetic valves with an effective orifice area (eoa) physiologically smaller compared to the patient's body surface area (bsa) and cardiac output, thus resulting in abnormally high post-operative gradients. Based on varc-3, for an aortic valve prosthesis, severe ppm is defined by an indexed effective orifice area (ieoa) of <0.65 cm2/m2 and ieoa of less than or equal to 0.55 cm2/m2 for those with body mass index greater than or equal to 30 kg/m2. In the mitral position, ppm occurs when there is residual mitral stenosis with higher trans-mitral gradients after mitral valve replacement. For a mitral valve prosthesis, severe ppm is defined as an ieoa of less than or equal to 0.9 cm2/m and ieoa of less than or equal to 0.75 cm2/m2 for those with body mass index greater than or equal to 30 kg/m2. Literature review suggest that predictors of ppm after surgical valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger bsa, larger body mass index, smaller baseline eoa, smaller landing zone diameter and the utilization of a bioprosthesis. The possibility of prosthesis-patient mismatch should be considered in cases of consistently increased transprosthetic gradients with normal leaflet motion (in the absence of significant regurgitation). The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per to the IFU, it is important that the manufacturer, model and size of the preexisting prosthesis be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. The IFU mentions that post-procedure and follow-up assessment of transcatheter heart valve performance by doppler echocardiography may be impacted by inherent limitations in the bernoulli equation used to determine measurements such as mean gradient, eoa, and prosthesis-patient mismatch. These limitations may lead to an overstating or understating of valve performance measurements after valve implantation. Per the IFU and varc-3, a post-procedural echocardiogram should be used to establish a baseline from which future follow-up visits are compared to, especially if prosthesis-patient mismatch is present after valve implantation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event remains indeterminable but was likely impacted by the mechanisms noted above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 4 years and 6 months. Per the medical records, the patient presented with severe symptomatic aortic stenosis under general anesthesia, the patient had an explant of the 23mm sapien 3 valve and aortic valve replacement. The pathology report from the day of explant found calcified fibrous tissue. Patient history also noted patient prosthesis mismatch since the time of initial tavr implant.